Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The customer did not provide info regarding the patient outcome. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung for 48 hours for repeated occurrences. Covidien was not authorized to repair the device.